Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the device was used as indicated and worked fine in the beginning but then the device did not activated. There was no re grasp but the device gave off an end tone/ a new device was used to continue the procedure. No patient harm.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.